Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, crease fold, deformation, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a.4, d.10, h.3, h.6.

Event description:
Healthcare professional reported left side implant exchange due to concern with the product and symmastia. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side implant exchange due to concern with the product and symmastia. Device was explanted.